Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 type of investigation. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provider an answer for each case: (B)(4): cat 1. Post-op eventrations with monocryl plus. (B)(4): cat 2. Post-op eventrations with monocryl plus. (B)(4): cat 3. Post-op eventrations with monocryl plus. (B)(4): cat 4. Post-op eventrations with monocryl plus. - what is the current status of the cats? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: "d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported an animal underwent a veterinary procedure in 2025 and suture was used. During cat oophorectomy, veterinarians use monocryl plus mcp3170h for ligations, abdominal wall suture and intradermal suture. Cats wear a collar and a dressing on the incisional wound post-operatively. There is control of incisional wound healing at 10 days, without removal of the intradermal suture. In the case of cesarean section, monocryl plus mcp3170h is also the only suture used for all surgical plans (uterine, abdominal wall and intradermal suture). Since the beginning of november, 4 healthy young cats have been seen between 7 and 10 days after surgery for eventration. They had been operated on by 3 different veterinarians within the clinic. In all 4 cases, the intradermal suture was healed but the suture of the muscular plane ¿had released¿, allowing fatty tissue to pass through. 2 cats out of 4 had a wound recovery. On one, the suture of the muscular plane had ruptured at a knot. On the other, there was no more thread at the muscular level, it had already completely resorbed. In the 2 wound recovery cases, separate cross-stitches were performed muscular with monocryl plus mcp3170h (from the same batch). An intradermal suture was performed for skin closure, also with monocryl plus mcp3170h (from the same batch). Scar evolution is underway. The other 2 remaining cats are waiting for a wound recovery (scheduled soon (exact dates not known)). Veterinarians have been using monocryl (now monocryl plus mcp3170h) for years for cat oophorectomy and cesarean sections, using the same technique. This is the first time they have been confronted with a series of eventrations. They suspect an abnormality on the batch of monocryl plus mcp3170h. Additional information was requested.